Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, when on the stomach, the surgeon found it very difficult to pull pack the retraction knob to pull back the knife blade and release the tissue from the jaws. It was felt stuck and stiff in the return mechanism. They did pull all the way back to remove the device from the tissue but with some force. They opened a new stapler to complete the case. There was no patient injury.